Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac advised the possible causes of the b30 and e216 are both scope communication error that can cause by either the scope or the clv-190. The endoscope when the power is on and the error will go away sometime. Tac instructed the customer a power surge and could end up damaging the scopes and or the tower. The customer called and said the error had gone away with no more problem and this case is now close. The issue was resolved by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 and e216 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E2, e3, g2 ¿ additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a defective scope connector. Olympus will continue to monitor field performance for this device.